Event description:
The customer received questionable low results for multiple assays for an unknown number of patient samples from the cobas 6000 c501 module. The customer changed the reagent probe and found the reaction cells were overflowing. Of the data for two patient samples provided as examples, only the calcium results for one patient sample were discrepant. The erroneous results were flagged as low and did not match previous results for the patient, so they were repeated on another analyzer. The initial calcium result was 6.34 mg/dl and the repeat result was 8.5 mg/dl. The erroneous results were reported outside of the laboratory and corrected reported were issued. The customer believed no one was treated. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found there was a loose lock nut on the sample syringe. He adjusted the lock nut and the customer performed calibration and qc.